Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported a ventilator with problems charging the internal battery. There was no patient involvement.

Manufacturer narrative:
G4: 07aug2020. B4: 07aug2020. The service technician evaluated the ventilator and confirmed that the unit displayed a battery failure error code, and identified that the customer was using a non philips battery. The service technician installed a new philips battery to address the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.